Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a mis-spike between the transfer set and the uv disconnect cap. This occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2 for this event.